Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01828.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using a penumbra smart coil detachment handle (handle), penumbra smart coils (smart coils), and non-penumbra coils. During the procedure, the physician implanted two coils in the target vessel. Subsequently, the physician attempted to detach a smart coil using the handle, and the handle failed to detach the smart coil. It was reported that the physician was unable to pull the pusher assembly of the smart coil. Therefore, the handle was not used for the remainder of the procedure. The procedure was completed using another handle, the same smart coil with three additional smart coils, and two non-penumbra coils. There was no report of an adverse effect to the patient.